Event description:
The device was received as a blind unit with a note stating device failed to staple. No further information is available.

Manufacturer narrative:
Sent 08/23/2006 information anticipated, but unavailable at this time.